Event description:
It was reported that a clutch error was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no appearance of any physical damaged. During analysis, the reported issue regarding check clutch error was able to be duplicated during occlusion test. Service replaced leadscrew and both clutch halves for the check clutch error. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified check clutch / plunger lever. The root cause of the issue was due to normal wear as the pump was over 5 years old., corrected data: d1.